Event description:
This was a vascular intervention case to treat a cto of the distal pt vessel. Physician was attempting to open the distal posterior tibial artery from the ankle through the heel. The physician used a guide wire, and was unable to advance. He used a 0.9 turbo elite and was unable to advance through the lesion with multiple increases in the energy settings. Eventually he noticed that the very top of the wire had sheared off and was lodged in the artery. The physician then determined that the catheter was damaged and opted to stop the procedure. There was no attempt made to retrieve the wire tip. Patient suffered no decrease in status and was discharged per operative plan.

Manufacturer narrative:
An lhr review did not reveal any evidence of manufacturing non-conformities that could contribute to this adverse event. Inspection of the device showed minor tip and jacket damage; however this is expected with normal use. The turbo elite functioned as intended.

Manufacturer narrative:
(B)(4). Placeholder.